Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with broken sensor. The customer's blood glucose level at the time of incident was unknown. The customer states they broke their sensor. The customer states they received low sensor and sensor end alerts. The customer states they pushed the sensor down during insertion, but not straight down. The customer states that when she tried to straighten it, the top part of the sensor came off. The customer was advised that the sensor would be replaced, and the original would need to be sent back for analysis.